Event description:
It was reported that a device alarm occurred that the cassette was not attached. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. One device was returned for evaluation. Visual inspection of the device revealed a scratched lens. Review of event history logs revealed a high pressure alarm and cassette not attached properly. Functional testing was performed but was no anomalies were found. The reported issue was not duplicated; however, event history logs confirmed the issue. The root cause was determined to be an intermittent downstream occlusion (dso) sensor. The dso sensor, optical sensor, lcd lens, keypad, overlay, and rear label were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.